Manufacturer narrative:
Device sample not received by MFR in time for this report. Photo was provided. DHR investigation did not show issues related to complaint. From the picture it was observed that the stapler was jammed. No other defects were observed. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, the MFR will continue to monitor and trend related complaints.

Event description:
The event is reported as: alleges issue reported: the stapler jammed during use in the procedure. No injury reported.